Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-02738, 3006705815-2022-14279, and 3006705815-2022-14280 . It was reported the patient underwent surgical intervention for ineffective stimulation wherein the drg and thoracic systems were explanted to address the issue. Actual date of procedure is unknown.